Event description:
Pinhole dissection, similar hemoptysis case as previously reported. 07/12/2000 further follow up by pmi clinical specialist: pt presented with saddle pulmonary embolism, pt couldn't have lytics, angiojet was a last resort, systemic blood pressure of 60, pulmonary embolism pressure of 55. Used guide catheter and went into left pulmonary embolism. Flow was established, went to right side, hemoptysis (fistula on left side seen during angiogram). Autopsy did not show fistula.